Manufacturer narrative:
(B)(4).

Event description:
Information was received indicating that the patient using this ambulatory infusion pump was receiving double their prescribed dose. The patient admitted to changing the pump settings. The pump settings have since been reset and it was noted that the pump needed a locking mechanism to prevent this from happening again. No adverse patient effects were reported.